Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received questionable results for a total of three patient samples tested for 25-hydroxyvitamin d (vitd) and free thyroxine (ft4) on the e601 analyzer. Of the three samples, one had an erroneous ft4 result that was reported outside of the laboratory. The sample initially resulted as 5.83 ng/dl for ft4 and this value was reported outside of the laboratory. The doctor questioned the ft4 result, since this patient typically recovers around 0.9 ng/dl. The sample was repeated on (B)(6) 2015, resulting as 0.936 ng/dl. The repeat result was believed to be correct. The customer was not aware of any adverse effects to the patient. No adverse events were alleged. The ft4 reagent lot number was 18689401, with an expiration date of 06/30/2016. The field service representative determined that a syringe assembly fluidics line was partially pinched off. He rerouted the fluidics into a correct orientation. The customer quality controls were within specifications. The field service representative ran performance testing and this was successful. The field service representative later noted that the customer continued to have issues on the week of (B)(6). No specific details were provided with regards to the encountered issues. At that time, the field service representative performed a decontamination of the system. He removed and inspected a pump head. He found that the pump head was broken. After this, the customer has been reporting very good results.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The most likely root cause is contamination of the prewash unit of the analyzer due to the first observed issue with the pinched off fluidics line.